Manufacturer narrative:
Section h4: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the patient¿s transplant could not be conclusively determined through this evaluation. No specific device-related issues or adverse patient consequences were reported. It was reported that the patient was transplanted on (B)(6) 2019. Multiple requests for additional information regarding this event were issued to the customer, including requests for product return; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had received a heart transplant on (B)(6) 2019 at university hospital. Additional information was requested but not provided.